Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic techniques when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. Two days after event onset, the patient was hospitalized and treated with vancomycin injection (1gm, every 96 hours, intraperitoneal, for 10 days), meropenem injection (1gm, once daily, intraperitoneal, for 10 days) and amikacin injection (125mg, once daily, intraperitoneal, for 10days). The patient was recovered from peritonitis. Five days after event onset, pd therapy was discontinued. The pd catheter was removed and the patient was transferred to hemodialysis. The patient was discharged from the hospital 13 days after admission. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.